Manufacturer narrative:
H4: the lot was manufactured between march 16, 2020 to march 18, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow-non delivery issue during patient infusion. The device was filled with fluorouracil at 20:35 on (B)(6) 2021 with a constant speed of 5 ml/h. On the next day the nurse found that the fluid volume was inconsistent with the time. After eighteen (18) hours the volume of drug was the same as the original. There was no patient injury or medical intervention associated with this event. No additional information is available.